Event description:
Pt was pulling up with trapeze bar when the trapeze frame bracket broke and struck pt in the head causing a raised area. Although the pt's back was not injured, there was a potential for harm due to diagnosis of lumbar disc herniation.